Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
As per complaint (B)(4); during a clinical procedure (before loading)it was observed that the implant had failure to osseointegrate and the implant was removed.